Manufacturer narrative:
Trackwise ID (B)(4). The vv7 cannula device was returned with hp1 device to the factory for evaluation on 25mar2020 and investigated on 15apr2020. Signs of clinical use was observed but no evidence of blood were observed on the cannula. A visual inspection was conducted. The scope wash tubing was observed to be bent at the center and towards the tip of the c-ring. The c-ring was not transected. There were no missing components observed on the c-ring. No other failures were observed. A mechanical evaluation was conducted. The c-ring slider was not able to advance and retract the c-ring since the c-ring was bent. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw and hot jaw are intact. The heater wire was slightly flexed away from the center of the hot jaw, but remained attached at the base of the hot jaw. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for the reported failure "material twisted/bent; c-ring" and analyzed failure ¿material bent/twisted wire" on the jaws of hp1 device. The DHR was reviewed for the reported failure ¿material twisted/bent; c-ring¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws were damaged upon opening. It looks like the tubing on the c-ring is bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws were damaged upon opening. It looks like the tubing on the c-ring is bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.